Manufacturer narrative:
It was reported by a distributor, a powerflex pro burst during inflation. The device was returned for analysis. One non sterile catheter powerflex pro 6mm x 8cm 135cm balloon catheter was returned. Per visual analysis the balloon had been previously inflated. No anomalies were noted. A leak test was performed successfully. No leaks were observed during the functional test. A device history record (DHR) review of lot 17074492 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst- (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported by a distributor, a powerflex pro burst during inflation. The device will be returned for analysis.

Manufacturer narrative:
The device was received for analysis which will be submitted within 30 days upon receipt.